Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: the complaint device was not received for investigation. A photo investigation was performed based on the provided product photographs attached in the notes and attachments section of the pc titled source file - formato de novedad. Luis julián vélez arango. Promotora médica las américas. Canulados 4.5 colectivo 290140. Examination of the provided pictures was not able to find sufficient evidence to confirm the reported dull event. A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed. And a dimensional inspection document/specification review were not completed during the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - part #: 310.650, lot #: f-26924 , supplier: (B)(4), release to warehouse date: 14 may 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a procedure on (B)(6) 2021, the drill bit had no edge. The specialist had to use more force at the moment of drilling. Because of the force the pin came out through the skin and almost injured the doctor's hand. This report is for one (1) 3.2mm cannulated drill bit/qc 170mm. This is report 1 of 1 for complaint (B)(4)

Manufacturer narrative:
Additional narrative: additional device product codes: gfa; gff; hsz. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.